Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly, the customer continued to use the pump for insulin therapy.